Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer was hospitalized. Customer's blood glucose was 378 mg/dl. Customer was not wearing the device at time of the emergency room visit. Device was removed from the customer the day of the emergency room visit. Customer's mother was unable to troubleshoot due to the customer was not present at time of the call. Customer will not be returning the device for analysis.